Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes could be but are not limited to traumatic injury, joint tightness, material in use, surface finish selection, patient allergy, and patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the surgeon did a knee replacement with s&n implants for his patient on (B)(6). The patient presented casualty two weeks time of pain and a swollen knee. The surgeon did an arthroscopic washout initially, and then today (B)(6) 2020 as an ongoing problem did an open procedure (revision surgery) to washout and debride the knee and replace the tibial insert. There was no injury reported adn there was a delay below 30 minutes. A s&n backup was used.